Manufacturer narrative:
Block h6 (device codes): imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2023. The initial placement was successful. Post procedure, a few days later, the peg tube dislodged. There were no patient complications reported as a result of this event.